Manufacturer narrative:
Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: pump error 53. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). Proceed it with the following testing to assure proper functionality of the device. Device passed displacement test and self test. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. During download review pump error 53 alarm confirm in file:709 line ID: 1216. Per r&d investigation there were 3 sw errors in the detailed traces, but they presented as a consequence of first inverse error. It could be happened in two ways: in case of crc check fail (some fails of processor work or memory corruption) or in case of inverse check fail (information from internal flash can be corrupted or we have fail of processor work). As previous harm one minute test have no errors, so problem can be in hw work. Problem isolated to electronic assembly. Proceed it by cutting device open and perform a visual inspection of connectors and electronic assemblies. No moisture damage noted on electronic assemblies noted during visual inspection. Force sensor zero offset within specification. Device received with scratched case. In conclusion pump error 53 was confirm in download history file due to inverse error. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated they were unable to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.